Event description:
Caller reported active s blood glucose result of 268 mg/dl, result of 68 mg/dl within 10 minutes on a professional system. Reported no symptoms, took medication as usual. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported active s blood glucose result of 268 mg/dl, result of 68 mg/dl within 10 minutes on a professional system. Reported no symptoms, took medication as usual. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.